Manufacturer narrative:
(B)(4).

Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of the patient experienced possible out of range issues on (B)(6) 2015. Foreign distributor did not report any injury or medical intervention.